Event description:
The customer reported that a patient had a severe bradycardia event but that no alarm was provided.

Manufacturer narrative:
Additional device name: drt. The customer reported that a patient had a severe bradycardia event in 2008 with a heart rate down to 27 beats/minute yet no alarm was provided. The nurse was present in the patient's room at the time and responded by administering atropine, preventing injury to the patient. The user stated that they found trend review data to support the low heart rate occurrence but no alarm review data (strips). Logs were collected and analyzed. The logs showed several red alarm events occurred for this patient in the timeframe of interest including 2 bradycardia events which alarmed for a heart rate of 28 beats/minute. Post incident testing of the device found alarms were provided for stimulated alarm conditions without exception. There is no information to support that a device malfunction occurred. The customer indicated that this patient was having many alarms and that their alarm storage capacity was limited to 50 strips, which is fully consistent with the observation of strips for the bradycardia event. No further investigation or action was warranted.